Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient re-emerged with 2nd scrotal dehiscence last friday. No purulence or induration. Just open skin. Scheduled him for surgery to remove / replace. Removed infected device. While performing mulchay 7 basin washout, the patient had a subcutaneous retention of antibiotics under skin. (Would not drain.) Anesthesiologist said the patient encountered a vaso vagel episode also. Surgeon aborted case to replace ipp. Wound was closed / antibiotics. Physician plans to re-implanted this patient in 5 to 6 weeks.